Manufacturer narrative:
The insulin pump had unresponsive esc and act buttons due to unlocked lcd keypad connector. The insulin pump had minor scratches on window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive on the insulin pump. Customer stated they were unable to clear a low reservoir alarm they received due to the keypad anomaly. Customer's blood glucose was 11 mmol/l. The customer also reported the insulin pump was unresponsive after a new battery was inserted. The customer agreed to return the insulin pump for analysis.